Event description:
It was reported that a right side access site bleeding and deep vein thrombosis (dvt) was noted. A repeat ablation clinical procedure was performed with right groin access. Few days after when patient took off bandaid, a small clot dislodged and the area has been bleeding. The physician was concerned for pseudoaneurysm and sent patient for an ultrasound. Per ed ultrasound, incision site is painful to palpation, hard, swollen with ecchymoses, with no pulsatile mass or active bleeding. Pvl (peripheral vascular laboratory) groin duplex ruled out pseudoaneurysm however confirmed acute non occlusive deep vein thrombosis (dvt) in right external iliac vein (r eiv). The patient is to stay on xarelto and follow up with vascular in 3 months for repeat pvl.

Event description:
It was reported that a right side access site bleeding and deep vein thrombosis (dvt) was noted.a repeat ablation clinical procedure was performed with right groin access. Few days after when patient took off band aid, a small clot dislodged and the area has been bleeding. The physician was concerned for pseudoaneurysm and sent patient for an ultrasound. Per ed ultrasound, incision site is painful to palpation, hard, swollen with ecchymoses, with no pulsatile mass or active bleeding. Pvl (peripheral vascular laboratory) groin duplex ruled out pseudoaneurysm however confirmed acute non occlusive deep vein thrombosis (dvt) in right external iliac vein (r eiv). The patient is to stay on xarelto and follow up with vascular in 3 months for repeat pvl.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned faradrive sheath did not find any defects or failures that supported the allegation as described in the complaint summary.device history record (DHR) review: the DHR for cl14816 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required.risk review: a risk review was performed, ecchymosis (bruise) and minor hemorrhage are considered within the risk threshold of surgical complications. Ecchymosis (bruise), minor hemorrhage, and thrombosis are expected procedural complications addressed within the IFU for the faradrive sheath. No additional review is required.labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required.the "known inherent risk of device" cause code was selected based on the information provided within the event description. Ecchymosis (bruise) and minor hemorrhage are considered within the risk threshold of surgical complications. Ecchymosis (bruise), minor hemorrhage, and thrombosis are expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.